Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Since the device is not available for evaluation, an exact cause of the reported event could not be determined. Per email correspondence with sales rep, the screw was implanted at a difficult angle and the surgeon appeared to apply excess force when the issue occurred. Potential causes include: excess force applied, difficult patient anatomy, damaged screw or lock, etc.

Event description:
A physician reported that the outer collet of the tulip "fell down" during locking of a mesa uniplanar screw. There was a surgical delay of approximately 10 minutes while the outer collet was pulled back up and final locked. The surgery was completed successfully with no adverse consequence to the patient

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that the outer collet of the tulip "fell down" during locking of a mesa uniplanar screw. There was a surgical delay of approximately 10 minutes while the outer collet was pulled back up and final locked. The surgery was completed successfully with no adverse consequence to the patient.